Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned.